Manufacturer narrative:
B3 date of event is estimated. The device was returned for evaluation on 02-mar-2026. The unit was returned with a system error complaint, which was confirmed during testing. The issue was traced to a stuck feed waste valve caused by debris inside it. The uip was also replaced due to cosmetic damage. Damaged compressor mount due to compressor vibration.

Event description:
It was reported that the patient's unit was displaying a system error message and was not producing enough oxygen. As a result, the patient had to be hospitalized due to low oxygen. They were discharged after 3 days. A replacement unit was sent to them and it is working well for them at this time.